Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 01/04/2013 to the present date (B)(6) 2020 and note that this device has been returned for service 2 times which correlates to the customer reported issue or service repairs. Also, there was a production failure (B)(4) for misc - switch/button/touch panel failure which does not correlate to the customer reported issue.

Event description:
It was reported that the device was broken/damaged.